Event description:
Ecovue ultrasound gel used to place external fetal monitor on laboring mom. Following the placement of the external fetail monitor, the patient developed a red, fine, raised rash with itching within the area where the ultrasound gel was applied.